Event description:
It was reported that clinical users were not monitoring the battery status of the external pulse generator (epg) and missed the low battery indicator. The battery went below 6.5 volts, causing the pacemaker to fail. The outcome of the event was unknown. It was noted that the battery was in the epg for 7 days and the recommendations were to replace the battery in 3-5 days or if the low battery indicator was displayed. There was no malfunction of the epg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. (B)(4).